Event description:
It was reported that coil difficult to insert and coil break occurred. A 20mm x 40cm interlock .035 coil was selected for embolization of pelvic varicose veins. During the procedure, the device was intermittently flushed with saline solution, and the hemostatic valve was connected to the 5fr multipurpose catheter. Resistance was felt while attempting to fully advance the coil. The coil could not be advanced through the hub of the catheter. The device was then retracted, and it was observed that the coil did not return properly. Upon attempting to advance it again, resistance was encountered once more. A fracture in the distal segment of the coil was subsequently noted. The procedure was completed with an alternate device. There were no patient complications as a result of this event, and the patient was fully recovered post-procedure.